Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer malfunction caused by an incorrect or corrupted thermal printer driver, resulting in continuous gibberish printing. A technical support specialist (tss) installed the correct thermal printer driver as per the knowledge article (1.5.2.1 thermal printer prints gibberish on new devices) and rebooting the station, after which the printer functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer continued printing with intermittent gibberish output and was not functioning correctly. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.